Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the catridge jaw and anvil were stuck and didn't open after firing 6 and 7. The procedures were lap sub-total gastrectomy (distal) and those firing were for close common open hole after delta anastomosis. No patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45b cartridge reload was received partially fired 1/10 and not loaded in the device. The bailout system was reset and then, the returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.